Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm reading was 333 mg/dl. No bg meter comparison was done at this time as the patient does not have a bg meter at home. The patient self-treated the cgm reading with insulin and drinking water. The patient began experiencing dizziness and numbness of the mouth. Emergency medical services (ems) was called and once they arrived, the patient¿s bg meter reading was 19 mg/dl. The patient was transported to the hospital, and once there, her bg meter reading was 9 mg/dl. There was no report of the patient losing consciousness, despite her severe hypoglycemia. The patient stated that she was given medication, but she can not recall the name or dosage. The patient was hospitalized for three days. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.